Event description:
During preparation for surgery the pt was placed on the surgical table in the dorsal lithotomy position. The pt's legs were placed in the surgical table accessory knee crutch stir-ups. During preparation the right clamp securing the stir-up which held the pt's right leg broke into two pieces. The or nurse reporting the incident indicated she heard a pop and the stir-up clamp broke and the pt's leg fell onto the surgical operating table. The or nurse immediately lifted the pt's leg and repositioned a new clamp.